Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, diaphragmatic response reduction was detected via abdominal palpation. Double stop technique was then performed. As there was no problem with diaphragmatic activity as noted under fluoroscopy, the case was co mpleted with cryo. However, after the case, the patient developed mild dyspnea, abdominal distension, and having emesis. Right phrenic nerve paralysis (pnp) and gastric dilatation were then confirmed by computed tomography (CT) scan. Medication was subsequently administered, and decompression treatment was started. The patient had an extended hospitalization. It was noted that the patient was recovering from pnp and gastric dilatation, with nausea and abdominal distension already resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 10 applications were performed with the balloon catheter without any issue on the date of the event. The physical catheter was not returned for analysis or investigation. If information is provided in the future, a supplemental report will be issued.